Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation was off for a very long time. It was clarified that stimulation was off but does not remember turning it off. The healthcare professional told the patient that he must have turned off stimulation but the patient disagreed. The ins battery level considerations were reviewed with the patient. The patient was able to turn stimulation back on. The patient asked how to turn stim on/off with their insr. The insr buttons were reviewed and the patient understood. No symptoms were reported no further complications were reported/anticipated.